Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a gradual increase in shock impedance measurements. An out of range shock impedance measurement was noted. Additional information obtained from the field representative indicated the cause was not determined. The physician will continue to monitor the patient. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequent information indicates that the system was revised due to the previously reported clinical observations of high shock impedances measurements. The device and lead were explanted. The device has been returned; the lead is not expected to be returned. There were no adverse patient effects reported.

Event description:
Additional information was received that subsequent increased shock impedance measurements greater than 125 ohms were observed. The patient was to be monitored. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4).